Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular lead. This was communicated to the patient's following clinic and no intervention or adverse patient consequences were reported,